Event description:
Customer reported that she was unable to calibrate the sensor and had a high blood glucose of 488 mg/dl. Cusotmer treated with manual injection. Customer was advised to recalibrated the sensor once the blood glucose reading was stabilized. Customer declined troubleshooting at the time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.